Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity decreased to 11%. The timeframe in which the estimated longevity change was observed has not been specified. Beeping tones were also noted. No data analysis from this device was performed. This device remains in service. No adverse patient effects were reported. Additional information received from the field representative confirmed the physician decided to continue to monitor this patient.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity decreased to 11%. The timeframe in which the estimated longevity change was observed has not been specified. Beeping tones were also noted. No data analysis from this device was performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.